Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and was brought into the clinic for test, which revealed the right ventricular (rv) lead exhibited noise during high rate non-sustained episodes. The noise was unable to be reproduced during testing. The lead remains in use. No further patient complications have been reported as a result of this event.